Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Cause was not known. Reportedly the customer was dizzy and required assistance and was given a manual injection to address bg. Customer reverted to an alternate form of insulin therapy. A replacement pump was sent to the customer.